Event description:
The customer reported that the would not display an image. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4) 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.